Event description:
It was reported that the device went into hardware backup vvi mode. The device was explanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image revealed that a power-on reset occurred during hv therapy delivery. The device was tested on the bench and a damaged output transistor was observed. The damage was caused by delivery of hv therapy into a low impedance output. The cause of the low impedance output could not be determined.